Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected motor noise or other motor anomalies noted during testing. The device was received with all buttons responding properly. No button anomalies noted. The device was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The device was received with scratched lcd window. The cracked at reservoir tube lip was causing the reservoir to get stuck during insertion or removal. The motor was tested outside the device and passed.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 300 mg/dl, which was treated with a manual injection. The customer's mother stated that they had experienced trouble with the insulin pump for the last 4 days. She noted that it seemed as though the insulin pump had a dead motor that would not move as it should. The customer performed 4 infusion set changes, and the customer still had high blood glucose readings. The caller also noted that the device made funny noises and that the reservoir got jammed in the insulin pump. She reported that they had gotten no response from buttons and that the insulin pump was stuck on the fill tubing screen. No significant events leading up to the keypad issues were noted. Advised replacement of the insulin pump. Nothing further reported.